Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, when connecting the aiming block to the lateral femoral plate, the screw on the aiming block broke inside the plate.